Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4195, implantable pacing lead, 2010 (B)(6); 5076, implantable pacing lead, 2010 (B)(6). (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) pacemaker was displaying two conflicting values. The device remains in use. No patient complications have been reported as a result of this event.